Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room and admitted to the hospital on (B)(6) 2021 due to diabetic ketoacidosis and hyperglycemia. Customer stated they put the insulin pump back on and it was working fine and when they woke up blood glucose were normal but later in the day it was over 400 mg/dl within a few hours. Customer stated they treated with the insulin pump and manual injection. Customer blood glucose level was over 500 mg/dl when admitted to hospital. Customer stated that they had a symptoms like lethargic, fatigued, achy, weak, incognizant. Customer was treated with intravenous insulin drip in the hospital. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.